Event description:
The pt was connected to the ventilator in preparation of transfer to another facility. After moving the pt to ems unit, the emt attempted to confirm endotracheal tube placement via ausculation of breath sounds. Breath sounds and chest rise noted to be absent and noted increasing cyanosis. The ventilator was disconnected and the emt began providing ventilations via bag valve. Pt had experienced brief period of cardiac arrest. The pt required cardiac resuscitation including IV medications and chest compressions. Pt condition improved.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. (B) (4). Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. After the incident, the ventilator was evaluated by the user facility's biomedical engineering dept, where it passed functional testing. The ventilator was returned to smiths medical pm, inc. For evaluation. The ventilator was found to be reading low. The relief pressure valve was leaking. The valve was taken apart and was missing the internal plunger. Once a new relief pressure valve was used, the unit passed functional testing.